Event description:
It was reported that this right ventricular (rv) lead had an abrupt out of range impedance. In addition, several bumps in the rv lead impedance were noted over the past year. Boston scientific technical services discussed the four possible reasons but focused on the possible lead fracture versus a spring contact issue, no options to program on this observation and suggested to consider an x-ray and an evaluation in the office. The rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).